Manufacturer narrative:
Obesity. The device was received. Investigation is not complete.

Event description:
Device malfunction: difficult to advance/suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure of the femoral artery using the proglide device after an interventional procedure. Reportedly, there was difficulty advancing the proglide because the pt was obese. The physician removed the device to get better access, but when the device was removed it was noticed that the suture was not attached to the posterior needle. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. No add'l info was provided.